Event description:
The implant failed due to unknown reason. The implant was placed at #22 and removed after 4 months. One stage surgery. Prosthetics attachment (single). Bone graft material was used. Moderate oral hygiene. Moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no info about medical condition of pt. [See scanned pages]